Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 20 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that they passed out at home after working a 12 hour shift. The customer stated that they woke up in the emergency room but stated that the insulin pump works fine and does not want to trouble shoot the pump. No further information was provided.